Event description:
The customer contacted physio-control that their device would power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control that their device would power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.